Manufacturer narrative:
Our investigation of the returned pressure transducer printed circuit board (pcb) has been completed. Performed pre-use check failed with regard to the pressure transducer test. The test logs show that the pressure sensor offset value had drifted and exceeded the allowed limit. This offset drift will affect the measured peep (positive end expiratory pressure) during ventilation and alarms will be generated if the failure is not detected during pre-use check. The offset drift is the cause of the reported failure. Visual inspection of the pressure sensor showed that there was debris inside the ceramic cavity on the top of the sensors' chip. Earlier investigations have shown that the particles/debris affected the offset measuring and once it was removed the pressure transducer functioned normally and no offset drift was noticed and the device passed pre-use check without deviations. The root cause of the particles and the substance found on the pressure sensor has not been determined.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during patient pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).